Event description:
Blood glucose device read in the 300s mg/dl and patient was sent to the emergency room (ER) as a result. ER reportedly measured 88 mg/dl less than 1/2 hour later. Reporter stated patient did not receive any treatment as a result. A request was made for the return of the suspect device and replacement product was sent.